Event description:
The patient stated since august she has had issues charging her implant. Pt states hasn¿t worked ever since the beginning. Pt states the implant doesn¿t even hold charge for 24 hours. Pt states will show green and then just shuts off and it states cannot find device and shows all kinds of different icons. Pt states she is in pain because she cannot get unit to charge. While troubleshooting patients device was not on, troubleshooting reviewed that could be why pt was in pain. Pt was able to turn implant back on. Pt states she just charged her implant last night and now today showing empty already. Troubleshooting reviewed icons to look for and directed to hcp to make an appt in person. Pts equipment was showing charging while on the phone. Additional information was received from the consumer. It was reported that they were still having issues charging their ins. The previous day it took 45 minutes to charge from 0-30%. The recharger coil and relay box were getting hot while charging. Their upper arm muscles were sore from having to hold the recharger in place. They had to charge the ins daily since implant. They received a software problem message the previous day and they reset to the controller. Their connection switches constantly from good to excellent.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.